Event description:
Siderail will not latch in the upright position.

Manufacturer narrative:
The hill-rom technician investigated and found the siderail latch was sticking due to dried fluids. The siderail and latch were cleaned to repair the bed.